Event description:
It was reported that during operating room setup, a surgical robotic unit emitted a large amount of sparks that caused visible damage to the operating room floor; the system was unplugged and removed from service. The event occurred while the unit was plugged in and waiting for the case to start. The surgeon proceeded using an alternate system. Subsequent inspection noted a hole in the power cord; it was not determined whether the hole pre-existed or resulted from the event. The facility initiated an investigation, and the unit was shut down pending evaluation and service. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in canada. It is unknown if the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.